Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller "did not get a pause episode," and believed it was due to an implantable cardiac monitor (icm) malfunction. It was noted that the icm was possibly cleared during an interrogation. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.